Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg4020/06608494, tg4020/06608496). The preoperative aneurysm diameter measured 60 mm. On (B)(6) 2009, the aneurysm diameter measured 52 mm. On (B)(6) 2010, a distal type I endoleak was identified. The aneurysm diameter measured 60 mm. On (B)(6) 2010, the persisting distal type I endoleak was observed. The aneurysm diameter measured 78 mm. On (B)(6) 2011, the persisting distal type I endoleak was observed. The aneurysm diameter measured 80 mm. No more follow-up examination has been conducted.